Event description:
It was reported that after fifteen minutes of lasing time the laser started shooting out of the front end of the fiber instead of the side. The fiber was removed from patient and after inspecting the tip it was noticed to be loose. A new fiber was opened to complete the procedure successfully and with no clinical consequences to the patient.